Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vticm5_13.2 -6.50/1.0/111 (sphere/cylinder/axis) implantable collamer lens broke in half in the injector. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3: device evaluation: d9: return date: 20-feb-2023. H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found the optic and haptic torn. Claim#: (B)(4).